Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4).this international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.the actual device was received and evaluated. This complaint for a leak was confirmed in the lab. The results of a sample evaluation revealed a cut approximately 1/2? From bushing/patient connector and a leak. A batch review was not performed due to unknown lot number. A root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report regarding a transfer set with a leak due to a cut on the tubing during use. The set had been in use by the patient for 70 days. No patient injury or medical intervention was reported.